Manufacturer narrative:
The customer did not request service for this event and a beckman coulter field service engineer (fse) was not dispatched to the customer's site. In conclusion, there was insufficient evidence supplied to reasonably conclude that a specific cause and/or malfunction occurred. The customer did not request for service.

Event description:
The customer obtained erratic access accutni (troponin I) results for two (2) patients involving the unicel dxi 800 access immunoassay system. Subsequent testing of the patients' samples produced higher results in a different clinical category which did not match the original result obtained. This report references the event which occurred on (B)(6) 2013; please refer to medwatch report #2122870-2013-00899 for the report of the event which occurred on (B)(6) 2013 involving the other patient. The customer repeated the sample a third and fourth time and obtained results which better matched the initial results. The results were reported out of the laboratory but there was no change or affect to patient treatment in connection with this event. Quality control (qc) results and calibration curves performed within the assay and instrument specifications at the time of the events. The access accutni reagent was used in conjunction with the unicel dxi 800 access immunoassay system serial number (B)(4) in this event.